Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-16 . H6: investigation summary: three used samples and one shelf box containing 47 representative samples were received by our quality team for evaluation. Upon visual inspection of the used samples, the valve was observed to have moved. The representative samples were subject to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all testing and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the moving valve. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we repeatedly found that after using the injection option of the bd venflonprosafety IV. Ports, significant amounts of blood and infusion solution subsequently flowed back or leaked through this injection option. This defect occurred mainly with the 14 g cannulas. W we are well aware that the use of the injection option is prohibited anyway for reasons of hygiene, but in individual cases this has been/is practiced.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we repeatedly found that after using the injection option of the bd venflonprosafety IV. Ports, significant amounts of blood and infusion solution subsequently flowed back or leaked through this injection option. This defect occurred mainly with the 14 g cannulas. We are well aware that the use of the injection option is prohibited anyway for reasons of hygiene, but in individual cases this has been/is practiced.